Event description:
Olympus medical systems corp (omsc) was informed that the physician could not use the subject device during the therapeutic hysterectomy. The user stopped using the device and removed it from the patient. After that, when the user cleaned it outside the patient, the distal end of the probe broke off. The device was new. The procedure was completed with other device. There was no report of patient's injury regarding this event.

Manufacturer narrative:
Omsc has not received the subject device for evaluation yet. The exact cause of the user's report could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.